Event description:
It was reported that review of fluoroscopy images revealed externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.